Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to close; however, the clip would not release from the catheter to deploy. The clip was then pulled off from the tissue in a close position and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and it was found that the device has one arm activated. Functional analysis noted that the clip assembly was able to perform the second activation and release the clip assembly. No other problems with the device were noted. The reported event of clip would not release from the catheter was not confirmed. Investigation found that the device was returned with the clip assembly still attached and with one arm activated. It is possible that this failure could have been caused by a high axial asymmetric load applied to only one clip arm, in order to grasp the desired tissue. Additionally, the clip was able to perform the second activation without problems. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to close; however, the clip would not release from the catheter to deploy. The clip was then pulled off from the tissue in a close position and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).